Manufacturer narrative:
The devices were not returned for review, however photographs were provided. The femoral head shows dark/black colored debris both inside and adjacent to the taper. The stem taper appears to have darker grey discoloration and/or damage that is hard to discern. There are tissues in the joint space which also appear grey/yellow and unhealthy. Manufacturing documentation for the femoral head and stem were reviewed and found conforming to specifications at the time of manufacture with no deviations to the standard manufacturing process. The devices were used in treatment. Primary operative notes were reviewed with no indications of a root cause. Revision operative notes were reviewed which notes that the patient had elevated cobalt and chromium levels as well. The products were confirmed as compatible. No additional complaints have been received against the manufacturing lots of the femoral stem or head. With the information provided, a root cause for the taper corrosion cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. Fluid extracted was gray. Corrosion was found on the femoral head and neck.